Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 03. Sought medical attention for redness and swelling at the piercing site 10 days later and an oral antibiotic was prescribed. They refused an incision and drainage at the time. Returned for medical treatment the following day and an incision and drainage was performed. They were admitted into the hospital 9 days later and an incision and drainage was performed and i.v. Antibiotics were administered. They were discharged the next day. Another incision and drainage was performed 7 days later. They received i.v. Antibiotics to be administered at home and were continued on oral antibiotics.